Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to load a second, new cartridge and successfully resumed insulin delivery. The original cartridge was available for return.